Event description:
A pt reports that when she plugs one of her battery packs into the charger the light on the charger blinks orange momentarily then the red "bad battery" light illuminates. Both battery packs show 3/4 full when inserted into the monitor. A review of the download data found 2 battery charger faults on date of event. The suspect battery pack was replaced.